Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. The reason for call was pt reported the stimulator/stimulation keeps turning itself off. Pt said they noticed this happen several times in the last few months, but then this morning they can't get ins to turn back on at all. Pt said they have tried a dozen times this morning to turn ins back on with controller, but "won't recognize that it's off". Asked if pt notices this happens in a certain position or activity, pt said no. They said they won't feel stim anymore, so check controller and sees stim is off (pss asked if pt will see stimulation is off on the home screen, pt said they think so, but not sure). The circumstances that led to the reported issue were unknown. Pt unlocked controller and pt described stimulation was on group b. Asked if the screen says stimulation is off, and pt said no, but if they go into MRI mode, it says stimulation is off and then they click to turn stim back on and says stim is on but can't feel the stimulation. Reviewed MRI mode information and reviewed to use top white on/off button to turn stim on and off (pt did not know about this function). Also reviewed how to see if stim is on or off on the home screen. Pt tried to increase stim on group b, and pt said "it" is not doing anything. Pt then said they changed to a, which they normally use, and could feel stim. Reviewed to keep a journal/take notes of when this happens and follow up with hcp/rep to check ins. Caller was redirected to the healthcare provider (hcp).

Event description:
The patient reported that on (B)(6) 2021, the patient controller was at 70% charge, the implantable neurostimulator was at 90% charge and stimulation turned off. Additionally, on (B)(6) 2021, the patient controller was at 60%, and the device turned itself off. The patient indicated that they took the battery out of the patient controller to reset it which resolved the issues with the stimulation and therapy. The patient noted that these issues have been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated that the ins battery wouldn't have been low enough to cause the ins to turn off, but they do not know if they saw stimulation is off, to confirm the ins shut off. Pt stated that they also have seen their settings change from group b to group a on its own. Reviewed expectations w/ the therapy, considerations w/ writing in a diary, and to follow-up w/ the hcp. Pt also reported that since march of this year, they have been experiencing therapy concerns. Pt reported that when the ins was put in, the manufacturing representative (rep) programmed group b to provide stimulation to cover the left leg, which is where the pain is. Pt reported that the ins is now only providing stimulation on their right leg. Pt stated that they only have group a and b available and they have already tried adjusting the stimulation intensity, but haven't been able to resolve the issue. The patient was redirected to follow up with the their health care provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. Patient responded from follow up that was sent. Patient indicated they changed back to group b from a. Circumstances that led to issue was recharging programmer, stimulation has also just gone off randomly changed from b to a. Patient changed program back to b and resolved. Patient reported left leg is supposed to be target but now they only feel it in right leg.